Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the device was received broken. The instrument/handle was separated into two pieces. Hence, the complaint is confirmed. The dowel pin does not appear to have shifted in position. No other issues were identified with the returned components of the device. Device failure/defect identified? Yes; dimensional inspection: the diameter of the handle proximal to the breakage was measured as 17.91 mm (used ca818) is with in specification of 18+0.5/0.5 mm. Document/specification review: [assembly]. [Handle component]. Conclusion: the complaint was confirmed. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. But, it is possible that the device encountered unintended forces (during usage or handling at the time of surgery). During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history. Part number: 311.43. Synthes lot number: 7723200. Supplier lot number: n/a. Release to warehouse date: 02jul2014. Expiration date: n/a. Manufactured by synthes jennersville. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the handle with quick coupling was found to be broken during reverse logistics audit of returned device at millstone. There was no patient involvement and no additional information is available. This complaint involves two (2) device. This is 2 of 2 for report (B)(4).